Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:51:40. During night drain cycle six, the patient's ultrafiltration reading was 2353ml, indicating the home patient (hp) drained 2068ml more than their maximum programmed fill volume of 1900ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. The device used in this situation is unknown; therefore, it does not have an known us 510k number. A 510(k) number will not be provided in the emdr. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. The cause was determined to be use error, as the tidal total ultrafiltration (uf) removal was set too low. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.